Manufacturer narrative:
The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were reviewed and all production steps were performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. The pacemaker was interrogated properly, and the pacemakers memory content was analyzed confirming the clinical observation. The device switched to the eri battery status on (B)(6) 2023. The analyzed data show that the eri battery status was triggered by the programmed higher current consumption program (auto MRI program at 4.8 v at 1.0ms). Auto MRI was selected as the MRI program. Since the MRI parameter set only became active when the MRI scan was detected, eri battery status was not activated until the actual MRI detection. In general, a minimum of 6 months from eri to eos needs to be guaranteed for safety reasons, independent of the programmed parameters. In case of high output programming (here the MRI program) a large proportion of battery capacity has to be reserved by the pacemaker, which may result in triggering of eri. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed in eri mode. In conclusion, the device proved to be fully functional. The analysis revealed that the eri battery status was not declared by a premature battery depletion. Instead, the MRI program led the device to switch into the battery status eri. There was no indication of a material or manufacturing problem.

Event description:
It was reported that this pacemaker reached the eri status the same day of an MRI scan. The pacemaker has been explanted and replaced. No adverse patient events were reported. Should additional information be received, this file will be update.